Manufacturer narrative:
Date sent to FDA: 1/3/2017 review by photo as no samples were received. A determination cannot be made that condition is manufacturing related, based on what can be seen in the photo. During photo evaluation, presence of tube overwrap (clear label) cannot be determined to confirm if assembly related.

Manufacturer narrative:
(B)(4). The photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the surgeon performed an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the surgical assistant was poked by a glass shard from the vial. Additional information has been requested.